Event description:
As reported by the user facility: event description: "during shift change, night shift rn reports heparin drip increased to max rate (per protocol lab results) because ptt results declined throughout evening. Checked charted heparin volume infused between that rn and my previous day volume infused in chart. Our volumes charted exceeded 500 ml bag that had been hung (B)(6) 2014. The bag should have been empty but the IV pump was infusing too slow and the bag never 'ran out'. The reason the ptt levels were dropping and the need for the heparin to be increased was because pump was not infusing correct amount of heparin in pt as it was programmed to do so". Unk size of bag, rate and amount infused. No pt injury. Tubing included and packaging. Ref MFR #9610825-2014-00055.